Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, acetabular cup & modular sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup / head / sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for the cup + sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. It cannot be determined to what extent the patient¿s history of chronic steroid and opiate use had on his pain and clinical status. It is unknown if the retroversion of the right acetabular component led to accelerated wear and synovitis noted on MRI and scar tissue noted intraoperatively. The reported pain may be associated with the heterotopic bone or scar tissue; however, the root cause for the heterotopic ossification cannot be concluded but some patients can be genetically predisposed as it is a known complication of joint surgeries and is related to the procedure and not the device and the root cause of the scar tissue cannot be confirmed and it cannot be concluded that it was associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons. Bilateral patient, there's no information regarding any medical intervention performed on left hip.